Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing connector j2 pin being bent. Also, upon further investigation the evaluation found a loose bus bar inside of the battery. The cause for the bent j2 pin was physical abuse. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.